Event description:
Customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. The customer also stated that he was unsure if the settings were what he needed. The customer then stated that when he pulled the set out from his body the cannula was bent. Troubleshooting was performed and pump was programmed. It was advised to the customer;s fiancee to contact the help line for further troubleshooting when a new infusion set and reservoir was obtained.